Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background and acu watchdog were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker, glued j9 connector (fully seated and properly glued 3 surfaces - both side). Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited backup audible alarm test and background watchdog failure. No adverse effects were reported.